Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: ep shuttle generator. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. A transseptal puncture was performed; a coronary sinus (cs) catheter (bard deca dynamic) and the smarttouch unidirectional catheter were in the left atrium when tamponade was noticed. A pericardiocentesis was performed to aspirate. The tamponade was resolved and the procedure was continued and finished without any further consequences for the patient. The ablation catheter was not removed or changed during the procedure. The patient was reported to be stable following the event. The patient did not require hospitalization and has since fully recovered. The physician¿s opinion on the cause of the adverse event is procedure related. According to the physician, the problem was not related to the ablation catheter but probably to the transseptal puncture or a cs perforation from the cs catheter. There are no known factors that may have contributed to the adverse event. The transseptal puncture was performed with a st. Jude medical needle. The patient received anticoagulant and the activated clotting time was maintained at 350 seconds. An agilis sheath was used during the procedure. The generator was in temperature control mode. Temperature cutoff was 50°c and power was 30 watts. Noted temperature 36°c, impedance 110, power selected at 0 w, as the injury occurred prior to ablation. Irrigated flow setting was 17-30 ml/min. There were no error messages on any biosense webster inc. Equipment during the procedure. The smarttouch catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.